Event description:
It was reported that when preparing to insert the needle it was discovered that the needle had pierced through the catheter with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from chinese to english: nurses performed superficial venous indwelling needle puncture. Open superficial venous indwelling needle from bd. When preparing to puncture again, it was found that the hard needle core had pierced through the catheter.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when preparing to insert the needle it was discovered that the needle had pierced through the catheter with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: nurses performed superficial venous indwelling needle puncture. Open superficial venous indwelling needle from bd. When preparing to puncture again, it was found that the hard needle core had pierced through the catheter.